Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a 56 mm evoque valve in tricuspid position. On post operative day (pod) 2 an av block third degree was identified and a permanent pacemaker was implanted on pod 3. The patient's final outcome was stable condition.